Event description:
A report was received that the patient is experiencing pain in her thoracic spine described as a constant dull ache with intermittent sharp pain. The patient states that prolonged sitting and laying down aggravates her pain. The patient is unable to identify if the device is providing significant relief of her pain. The physician plans on starting the patient on IV antibiotics then performing an si joint injection. Then for the follow-up visit the physician will perform a medial branch block injection.

Manufacturer narrative:
The explanted ipg passed visual and photographic imaging tests. The analog ic was observed to be damaged due to electrocautery. The monopolar electrocautery procedures are a known source of high-voltage transient signal that can damage the aic-u1. Current labeling warns against the use of monopolar electrocautery (refer to physician's implant manual (B)(4)).

Manufacturer narrative:
Additional information was received that the physician replaced the ipg upon the patient's request because she reported that she was having trouble charging the ipg. There was nothing wrong with the device as it was working properly and providing stimulation. The patient's treatment was administered for an unrelated condition and was not device related. The patient was doing well.

Event description:
A report was received that the patient is experiencing pain in her thoracic spine described as a constant dull ache with intermittent sharp pain. The patient states that prolonged sitting and laying down aggravates her pain. The patient is unable to identify if the device is providing significant relief of her pain. The physician plans on starting the patient on IV antibiotics then performing an si joint injection. Then for the follow-up visit the physician will perform a medical branch block injection.

Event description:
A report was received that the patient is experiencing pain in her thoracic spine described as a constant dull ache with intermittent sharp pain. The patient states that prolonged sitting and laying down aggravates her pain. The patient is unable to identify if the device is providing significant relief of her pain. The physician plans on starting the patient on IV antibiotics then performing an si joint injection. Then for the follow-up visit the physician will perform a medial branch block injection.